Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2019-00761.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2019-00761.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk zimmer m/l taper w/ kinectiv, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-04118. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left total hip arthroplasty. Subsequently, it is alleged the patient has been revised due to pain and other complications. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.